Manufacturer narrative:
Reporting patient information.

Event description:
A patient underwent a hiatal hernia repair procedure followed by a tif (transoral incisionless fundoplication) procedure. After completion of the tif procedure, during removal of the esophyx device, the physician reported the device outer tube separated at the distal end of the device. No patient injury was reported as a result of this malfunction.

Manufacturer narrative:
The esophyx device has not been returned to endogastric solutions (egs) for evaluation. It is unknown if the esophyx device has been retained or discarded by the medical facility. Based on photos received of the esophyx device post tif procedure, egs has determined it is likely a failed bond between the fastener tube and distal shaft end occurred as well as a failed bond between the outer tube and distal shaft end. A review of manufacturing records for this device was conducted and no nonconformance reports or deviations for the affected product lot were found. Based on this review there is no evidence to suggest a component or manufacturing defect caused or contributed to the reported malfunction. Egs has made multiple written attempts to obtain additional information from the physician regarding the esophyx device return status and additional complaint information. No additional information has been provided to egs to date. A follow-up report may be submitted if additional information is obtained. This event is being reported because if this malfunction were to recur, a serious adverse event may occur.